Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: b i71000176, serial/lot #: (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the power enclosure was replaced. The system is in good working order. Eval code method 10 is associated with this analysis eval code result 114 is associated with this analysis eval code conclusion 4315 is associated with this analysis the power enclosure was returned to the manufacture for evaluation. At this time it is under analysis. Eval code method 10 is associated with this statement eval code result 3233 is associated with this statement eval code conclusion 4315 is associated with this statement. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the motion movements would not work. No patient was present at the time of the event.

Manufacturer narrative:
The enclosure power conversion was returned to the manufacture for evaluation. After functional testing, visual/physical examination and examination of similar product the reported issue was confirmed. The enclosure power conversion failed bench test. Transistor had failed diode resistance test it had shorted. Eval code method is associated with this analysis eval code result is associated with this analysis eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.